Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had damage to their insulin pump. Customer stated the reservoir would fall out when it was slightly touched. The customer stated the reservoir would not stay connected to the insulin pump. The customer stated the insulin pump was dropped a week prior. Customer stated the drive support cap appeared to be normal. The customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
No moisture damage on the electronic assembly was noted during visual inspection. However, the pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring, and a cracked case at the reservoir tube window corner.